Manufacturer narrative:
(B)(4).

Event description:
During a mastectomy procedure, the surgeon was cutting with the device and using a wet lap with his opposite hand near the incision to hold the other tissue away. Approximately halfway through the case, while activating the device on cut, the surgeon noticed a brief jump of energy (arc), approximately 1 cm long from the device tip to the wet lap. It is believed that the device was in contact with the tissue when the issue occurred. There was no unintended tissue effect and no injury to the patient or surgeon. The same system was used to finish the case

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.